Event description:
The customer contact reported the device alarmed with a s421 (motor error - pmc, right) malfunction alarm code. The device was returned to the biomedical department from an unspecified floor with alarm code s421 (motor error-pmc, right) malfunction alarm code. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There was no known patient involvement, no reports of any adverse patient events, no need for medical intervention, and no reported delays of critical thertapy while the device was in clinical use. During testing at the user facility, the device alarmed with a s421 (motor error-pmc, right) malfunction alarm code. Though requested, no additional information was provided.

Manufacturer narrative:
The device mechanism is expected to be returned, it has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.